Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has poor sound perception with the device. External parts have been checked without improvement. Family reports no incident of accident or trauma. Imaging was done but no results are available yet. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, it is reported that two electrodes were not inserted at initial implantation. Re-implantation surgery is scheduled to be carried out at the end of (B)(6)2017.

Event description:
The patient has poor sound perception with the device. Family reports no incident of accident or trauma. Re-implantation is scheduled for (B)(6)-2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has poor sound perception with the device. External parts have been checked. Family reports no incident of accident or trauma. Imaging was done. The user has been re-implanted.